Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the revision surgery was performed due to the damage of neck part of stem at the trunnion and loosening of cup. The stem was a competitor stem. Primary op date: (B)(6) 2009. Revision op date: (B)(6) 2023. Affected side: left hip. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed bone ingrowth, suggesting some level of fixation between the bone and the implant, with the information provided it is not possible to confirm the reported allegation. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the adept® metal on metal cup 52mm with 44mm bore was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code 172521, lot number- 81653 , and no non-conformances / manufacturing irregularities were identified. Device history review: a manufacturing record evaluation (nc search) was performed for the finished device product code 172521, lot number- 81653 , and no non-conformances / manufacturing irregularities were identified.

Event description:
The revision surgery was performed due to the damage of neck part of stem at the trunnion and loosening of cup. The stem was a competitor stem. Primary op date: (B)(6) 2009. Revision op date: (B)(6) 2023. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). No 510(k) number provided because this implant was sold internationally. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.